Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the device had lost prime two or more times. The patient had a blood glucose (bg) of 395mg/dl and was very thirsty and had a sweet taste in their mouth. No unusual treatment was required. This complaint is being reported as customer support attributed the blood glucose excursion to the cartridge and alleged loss of prime .